Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value. The probe was returned to the manufacturer for evaluation. Testing found two leds on the probe would not communicate with the navigation system. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the active probe was fractured. There was no patient present when this issue was identified.